Event description:
It was reported that the ilet pump¿s screen was cracked of unknown origin, supported by photos, and a replacement device was shipped with return instructions. Symptoms included no reported blood glucose impact. Outcomes included no medical intervention, no emergency care, and no hospitalization. Investigation included complaint record review and evaluation of returned device. Investigation of this case revealed damage to the display component. It was concluded that the event involved a damaged device screen with no associated adverse clinical outcome.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.